Event description:
This unsolicited case from united states was received on 22-dec-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later on the same day was unable to walk, after unknown latency knee was locked up, couldn't bear weight, hot/ felt warm, chills, could not drive, couldn't lift her leg up off the bed, it was painful, knee was swollen and knee pain. Also device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. The patient had past treatment with cortisone injections (in the knee). The patient's medical history included knee pain (scattered pain in the past, but the cortisone injections took it away). She said she does not have any prosthetic devices and no allergies to avian proteins, feathers, and eats eggs. On (B)(6) 2017, the patient initiated treatment with first intra-articular synvisc one injection at a dose 6 ml for knee pain (batch/lot number: 7rsl021, expiry date: unknown) in each knee. No other product was injected or mixed with synvisc-one that day. The knees were cleaned topically with something. The same day immediately after the injection, she was unable to walk. This had not happened with the cortisone injections (that was received in the past). The nurse wanted her to wait in the lobby, but she couldn't walk any distance. She had to get a ride home and went straight to bed (no strenuous activity). On an unknown date in (B)(6) 2017, after unknown latency the patient's knee was swollen and locked up overnight. She couldn't lift her leg up off the bed. It seemed to be worse in the right leg for some reason. She could wobble around on her left leg. It was reported that initially, on a scale from 1-10, with 10 being the worse, she was a 10 in the right leg and might be an 8 in the left. She didn't measure how much it swelled, might be an inch or two increase. On an unknown date in (B)(6) 2017, it was hot and painful and couldn't bear weight. She did not look at it to tell if it was red in color, it just felt warm. On an unknown date in 2017, the patient had chills, but did not have a thermometer to take her temperature. She thought it was normal for this medication. She stayed in bed for 2 days and missed work. It was reported that patient had to take vacation days and would like to be compensated for the missed work. Her husband gave her a ride to work when she returned because she could not drive herself. The physician told her to take motrin three times a day. No other treatments, cultures, or blood work were done. On an unknown date, the swelling was down, although the lateral aspect of her left knee seems bigger, a distorted bulge (she did not remember being there before). Her knee pain scale for both knees was now, 6 weeks later, less than 1. She reported scattered arthritic pain. She was in overall good health other than having osteoarthritis. No other product was injected or mixed with synvisc-one that day. The knees were cleaned topically with something. Corrective treatment: motrin for unable to walk, knee was locked up, couldn't bear weight, hot/ felt warm, chills, couldn't lift her leg up off the bed, knee was swollen and knee pain; not reported for rest of the events outcome: recovering for unable to walk, knee was locked up, couldn't bear weight, hot/ felt warm, chills, couldn't lift her leg up off the bed, knee was swollen and knee pain; unknown for rest of the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for follow up dated 29-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and swelling, unable to walk and could not lift her leg off the bed and it was hot and painful and couldn't bear weight. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.